Event description:
The physician reported that cutting of a probe was poor during vitrectomy surgery. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As per the new information, product lot number was changed to unknown. The manufacturer internal reference number is: (B)(4).

Event description:
As per the new information, product lot number was changed to unknown.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received with a tip protector, in a pouch. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and the needle bent. During functional testing the inner cutter was observed to be broken at the port. Therefore, functional testing of the returned probe could not be performed. The probe was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the inner cutter was broken at the port. Therefore, functional testing was unable to be performed and the reported cutting issue could not be verified. The exact root cause of the broken inner cutter, bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure could not be confirmed and an exact root cause for the broken inner cutter, bent needle and the bent inner cutter was not determined from this evaluation. Therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutting of a probe was poor during vitrectomy surgery. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient harm. As per the new information, product lot number was changed to unknown.